Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had been contaminated with blood internally even though it was externally cleaned and disinfected which was not identified during the customer call. The tech support advised the customer not to worry about warranty being voided. The customer can open the pump and clean/disinfect the contamination. Advised him it is best to replace all the contaminated parts instead of cleaning/disinfecting. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had been contaminated with blood internally even though it was externally cleaned and disinfected. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.